Event description:
It was reported that the customer had battery issues. She reported that the batteries were not lasting long enough and in may she experienced a blank display. The customer's blood glucose level was 151 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Intermittent blank display and low battery alarms due to corroded battery cap contact. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.